Manufacturer narrative:
Device was not implanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the sheath being filet open. For the kink in the sheath on the same patient, see MDR 1118880-2018-000103.

Event description:
The user facility reported that while using a 6fr glidesheath slender on a patient where the insertion was not traumatic. There was only one catheter exchange and it was advanced with a regular ptfe wire without incident. When the scrub tech went to remove the sheath, the tech met resistance. The tech let most of the air out of the band, removed the sheath and quickly filled the band back up with air. Upon inspection of the sheath, there was a kink in it about 2cm down and after that approximately 5-6cm of the sheath was filet opened. The reported blood loss was less than 250cc. The procedure outcome was successful. Additional information was received on 8/17/18: the procedure being performed was a coronary angio case. A 6fr glidesheath slender was used for insertion (atraumatic as stated). They started with a 6fr tiger and engaged the left system but could not engage the rca (right coronary artery). The tiger was exchanged over a 0.035" 260j 3mm j tip cordis emerald guidewire for a cordis infiniti 6fr jr4 diagnostic catheter. Once two shots of the rca were performed, the catheter was removed over the wire. The catheter did not have any braiding or wire exposed in the sheath. The patient was stable and had no ill effects. The patient was discharged two hours post procedure per protocol.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender was received for evaluation. No other components were received with the sheath. Visual inspection revealed that there was a section of the sheath that had a longitudinal indentation at the distal tip. Within the indentation there were kinks found at 3.6095" from the distal end. The sheath was completely intact. There is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitively determined.